Event description:
In 2006, a patient was treated for an infrarenal abdominal aortic aneurysm with the gore excluder aaa endosprosthesis. Both the trunk-ipsilateral leg component and contralateral leg component deployed successfully. To gain additional device length, the physician implanted an aortic extender component in both the left and right external iliac arteries. The final intraoperative angiogram showed that the iliac extender component had unintentionally covered the left internal iliac artery. Based on the final angiogram, the physician decided that there was adequate blood flow from the collateral artery and decided that no further treatment was necessary. The patient tolerated the procedure. Films are not being sent to gore.

Manufacturer narrative:
Device remains implanted in the pt. The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.